Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that software was not starting up, which could prevent the system from booting up. The distributor checked the system and found that the system software was unable to start. To resolve the issue, the distributor restarted the system. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the software was not starting up, which could prevent the system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.